Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 09-mar-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 10 mg/ml at 10 mg/day via an implantable pump for non-malignant pain. It was reported that the pump was tilting. The pump pocket was opened for revision, and it was noted that the 8709 catheter had split into two pieces. It was clarified that the catheter was broken into two pieces (not at the catheter-to-catheter connection or pump connector). The catheter was replaced with an 8596sc catheter, and the customer discarded the 8709 catheter. The 8596sc catheter was implanted and attached to the pump. There were no applicable environmental, external or patient factors reported that might have led or contributed to the event. There were no applicable diagnostics/troubleshooting performed. The issue was resolved. The patient's status was alive - no injury. Information regarding the patient¿s weight, medical history, and other medications was unavailable. No further complications were reported.